Event description:
It was reported that the surgeon attempted to insert an aa4203tf silicone plate lens with toric optic and the lens was torn while advancing in the injection system. There was pt contact, but no injury.

Manufacturer narrative:
Eval: results - visual inspection of the returned product showed that the optic was torn and a haptic plate was torn completely off. There was evidence of a clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartirdge were not returned for eval.